Event description:
It was reported that the an alert triggered for impedance greater than 100 ohms on the superior vena cava (svc) coil of the right ventricular lead. The lead has a history of fluctuating impedances on the right ventricular (rv) pacing, rv coil, and svc coil portions of the lead . No other issues are present. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance occurred. 1 patient alert for svc(hvx) lead z of 102 ohms occurred on (B)(6) 2011 03:00:03. Weekly maximum high voltage lead measurement log data shows an abrupt spike increase for svc of 82 to 102 ohms peak between (B)(6) 2011, then returns to a baseline of 80 ohms on (B)(6) 2011.